Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso(B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso(B)(4)   and eo residual levels in compliance with iso(B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicty per iso(B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the abdomen, the site was irritated, red, swollen, painful with an abscess. The patient visited the doctor, who prescribed antibiotics (name unspecified) to treat the skin issue.